Manufacturer narrative:
Product analysis #(B)(4): analysis initiated on 08 feb 2017: the powercross device was received for analysis. A visual inspection noted the catheter was bent at an approximate 90 degree angle, 1cm distal to the strain relief. It was discovered the outer was separated/fractured approximately 8mm apart while the inner remained intact. The inner showed two creases. The fracture face on both segments was ductile in nature. The total approximate working length was measure to be approximately 152.5cm. The working length of the returned powercross is within specification.

Event description:
Physician was performing atherectomy and balloon angioplasty of the right superficial femoral artery (sfa) using a turbohawk device for atherectomy; spider fx device for embolic protection; nanocross device for pre-dilatation, and a powercross balloon for post-dilatation. Vascular access was obtained via left brachial approach due to the presence of abdominal aortic aneurysm (aaa) graft. It was reported that the spider delivery catheter did not cross the lesion upon first attempt. This spider device was removed, and the lesion was pre-dilated with a nanocross balloon. A new spider fx device was then successfully used. Later, a powercross balloon was inserted into the lesion for balloon angioplasty. It was reported that this balloon did not inflate. Upon closer inspection, it was noted that the outer shaft of the balloon catheter was broken just distal to the port, with only the guidewire lumen patent. A new balloon was used to complete the procedure. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.